Manufacturer narrative:
The event data was obtained for the device user. Root cause analysis was completed via review of the data by clinical staff. Thus, evaluation of the device was deemed not warranted. The data review concluded that there was limited evidence of liver congestion in the data when the liver was initially placed on the device. There was some instability experienced around eleven minutes and around twenty-nine minutes into the perfusion. However, in general the inferior vena cava (ivc) outflow exceeded the portal inflow by a relatively significant amount. There was no indication within the data that the reservoir drained fully into the liver, but a gradual drainage of reservoir content into the liver cannot be ruled out. However, gradual drainage of reservoir content into a donor liver would be expected at the initiation of perfusion if the units of blood administered were small in volume. At twelve minutes into the perfusion, there was an ivc pressure drop, which dropped the pump revolutions per minute (rpm) to 750. During an ivc pressure drop, the liver will naturally take on more perfusate volume to raise the ivc pressure. This will be visible to the device user as a full ivc, full liver and dropping portal reservoir. Shortly after this ivc drop, the device user pressed the stop button to pause the perfusion. The pause lasted around forty-seven seconds. It is unclear if any interventions were carried out during this time. However, the liver would have contained more perfusate due to the proximity of the ivc pressure drop. The pump rotations per minute (rpm) had only recovered to 1500 rpm before the pause, with the average rpm for the case being approximately 1604. This indicates that the liver was still taking on volume post-ivc pressure drop when the perfusion was paused. The appropriate action would have been to allow the reservoir to empty rather than manually correcting perfusion parameters because entering low reservoir mode ensures that the liver is emptied before trying to restore safe perfusion. By stopping the device, the algorithm was reset. This enabled the device to restore safe perfusion, but did not allow the liver to empty first. Education was provided to the customer to avoid reoccurrence of the issue.

Event description:
The device user (du) reported that they had completed placing a liver on the device, but it experienced an initial period of congestion and poor inferior vena cava (ivc) outflow from the liver. The surgeon reviewed that they had confirmed placement of the ivc cannula at the level of the hepatic veins and noted no ivc collapses with adequate length on suprahepatic caval tissue. The liver gradually became congested and stiff with the reservoir draining into the liver. There was no significant bleeding noted and no kinks to cannulas or tubing of the circuit. The surgeon could not identify the reasoning for the liver congestion or reservoir draining. At the time, the liver had been on pump for approximately 30 minutes. The reservoir was noted to be stable and the liver was softening and had adequate flows. Subsequently, the du confirmed that the perfusion was stable, the liver was soft and they were continuing with the perfusion.